Event description:
Pt underwent a standard lithotripsy procedure normally to a successful conclusion with stone fragmentation. During later follow-up, physician found perirenal hematoma. Pt was re-admitted to hosp for lab tests and observation. Pt's hematocrit dropped to 25. No transfusion was needed. Pt will be followed for hypertension. According to physician, lithotriper performed normally according to specifications.